Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: during investigation, the pump¿s black box was reviewed and showed no evidence of loss of prime. The call service (cs162) warnings were found to be associated with occlusions or cartridge change. The returned battery cap and a test cartridge cap were used to complete the investigation. During testing, the ez-prime steps were performed successfully with no call service (cs162) warnings or alarms occurring during the investigation. The pump performed within required the required specifications. The complaint of loss of prime was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).